Manufacturer narrative:
The sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a clocking (twist) was off onto the threads of the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause was determined to be manufacturing related during the milling process in production. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp (white roller clamp) of the minicap transfer set was damaged. The event was further described as ¿the white roller clamp with the two grooves/recesses does not line up with the blue notches/threads when the roller clamp is completely locked¿ and ¿the white portion has a deformity/missing/broken parts." This was identified during an unspecified step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.